Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during device inspection, prior to the abdominal aortic aneurysm (aaa) procedure, it was found that the suture was missing from 2 proglide devices. These devices were not used in the patient. Two additional proglide devices were used successfully in the aaa procedure. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause cannot be determined for the reported event. A query/review of the complaint history of the reported lot did not indicate lot specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.